Event description:
Patient reported experiencing pain in left arm and once seen was found to have an infection at the incision where her previous generator was placed. The plan is to clean out the incision site and then close the patient. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Manufacturer narrative:
Escribe event or problem, corrected data: initial report inadvertently left out relevant information f10 adverse event problem, corrected data: initial report inadvertently left out code 'f2303'

Event description:
The patient is being treated with oral antibiotics. Additional information received noting that the physician ordered x-rays and labs and still believes that the leads should be explanted. Additional information received noting that the patient underwent a full explant. Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.